Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One certain driver tip was returned for inspection. The devices show signs of wear consistent with use. The device was functionally tested and it was noted that the device assemble and retain, and disengage with one another. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol. Complaint alleges the driver tip was stuck in the implant, requiring implant replacement. The malfunction alleged by the customer could not be recreated, and is unconfirmed. A root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that the driver tip (impdtl) got stuck in the implant during implant placement. The implant with the driver tip stuck to it had to be removed. Another implant was placed in the same surgery. No adverse events have been reported as a result of the malfunction.